Event description:
Caller reported that a tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by unplugging everything and plugging it back in, which fixed the problem.